Manufacturer narrative:
Additional device info: model no. 20-20-55l, lot no. W10-0188-016, expiration date: 2/15/2013. Review of lot records/work orders, prior reports. No issues were noted. Pt had severe angulation in the aortic neck. Pt distal right iliac measured approximately 20 mm; a 20 mm device was used which is indicated for iliac diameters of 14-18 mm. Both instances are off-label per indications for use.

Event description:
Pt presented with severely angled aortic neck. Pt's distal right iliac artery measured approximately 20 mm in diameter. On (B)(6) 2010, pt implant of a (B)(4) bifurcated device, a (B)(4) proximal extension and two (B)(4) limb extensions. Due to the severity of the neck angle, the proximal extension was not conforming to the bifurcated stent graft. The physician placed a p5010 palmaz at the junction of the two stent grafts. This straightened out the devices proximally but it also moved the proximal extension closer to the renal arteries. To resolve this, the physician placed one boston scientific express stent in the left renal. Ballooning of the renal stent caused it to move inward so the physician placed a second 17x17 express stent in the left renal. There was good seal proximally; on angiogram a distal type I leak was noted, but it was not visible whether it was in the left or right iliac. The physician placed one p3110 palmaz stent in the left and one in the right iliac. The iliacs were both ballooned and there was still a slight leak which the physician left for monitoring.